Manufacturer narrative:
A ge representative evaluated the system and replaced the ethernet pcb and reseated pcbs. System operates as intended.

Event description:
Customer reported the monitors are not coming on. No pt injury was reported.